Event description:
On (B)(6) 2013, the lay user/patient¿s relative contacted lifescan (lfs) alleging that the patient¿s onetouch verioiq meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed the alleged meter inaccuracy began approximately 2 months prior to contacting lfs. On an unspecified date/time, the patient¿s relative claimed the patient obtained blood glucose readings that were ¿80 to 120 points¿ apart, performed within 20 minutes of each other. The specific results were not provided. The patient¿s relative informed the cca that the patient manages his diabetes with insulin. The reporter denied that the patient developed symptoms, but did report that on (B)(6) 2013 she spoke with the patient¿s hcp and was advised adjustments be made to the patient¿s insulin regimen. At the time of troubleshooting, the cca noted that the reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the subject meter did not meet lfs¿ precision criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.